Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-may-02. The patient¿s weight was reported. It was reported that the patient¿s first consult by the hcp was (B)(6) 1997 for when the pain was first noticed. The details about the hospitalization, cause of pain, and actions/interventions were unknown, and the primary care physician information was provided as they would have more information. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was spinal pain. It was reported that the patient is in ¿a lot of pain still even with the pump.¿ it was unknown when the issue started. The patient was in the hospital a few days ago. They are giving the patient morphine by mouth in addition to what she is getting from the pump. The hcp inquired about how much morphine the patient is getting from the pump each day, and it was reviewed that the manufacturer does not keep prescription information on file. It was also mentioned that the patient is in hospice care. There were no further complications reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2018-aug-03. It was reported that the patient was admitted to the hospital on (B)(6) 2018. The patient wasadmitted with respiratory failure with copd exacerbation. They were intubated from (B)(6) 2018. The cause of the pain was stated to be that the ¿patient found to have (B)(6) pneumonia and bacteremia, and copd exacerbation.¿ actions taken to resolve the issue included the patient was given morphine by mouth for pain and breathing due to the copd. The patient was discharged from the hospital on (B)(6) 2018 and moved to a board and care hospice. There were no further complications reported/anticipated.